Event description:
It was reported that the device external paddles metal plate was detached. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and the adult paddle attachment plates part number information to repair device.